Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer via the manufacturer representative (rep) reported an overdischarge and a loss of stimulation. Factors that led to or c ontributed to the issue was patient compliance. It was reported that there was a physician reset on (B)(6) 2017. It was unknown if the issue was resolved at the time of the report. No surgical intervention occurred or was planned. Relevant medical history includes non-malignant pain and degenerative disc disease/herniated disc pain. Additional information was received from a manufacturer's representative (rep). It was reported that there were several attempts at performing physician mode recharges and the stimulation was not recovered. There is no further information available at this time. No further complications were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.